Event description:
It was reported that anti-tachycardia pacing (atp) therapy was delivered to convert an arrhythmia. The arrhythmia was detected in the ventricular tachycardia (vt) zone. One undersensed ventricular beat was also observed at onset. The device remains implanted, and no changes were made. No adverse patient effects were reported.